Manufacturer narrative:
The device was returned for evaluation. The implant was noted to be detached from the pusher and stretched from the proximal end. The pet was burnt from the heater coil, confirming thermal cycling. The resistance in the pusher was intermittent. The monofilament recoil length is greater than 0.200". The monofilament has a 0.004" mushroom and a tail, suggesting a tensile pull. The distal pet was removed and the solder joints were noted to be securely attached. Based on the investigation and provided information, the complaint of a detached implant can be confirmed. The specific root cause could not be determined; however, there was an intermittent connection in the pusher. The device exhibited evidence that the coil detached from the pusher from a combination of thermal cycling of the monofilament and the application of excessive tensile forces that exceeded the strength specifications.

Manufacturer narrative:
A lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that after placing an embolization coil in a right anterior communicating artery aneurysm, the coil did not detach. Several attempts were made to detach the coil with the v-grip after cleaning the contact points; however, the coil did not detach. The v-grip was exchanged for a new one; however, the coil did not detach. During removal of the coil, the coil stretched and then detached, leaving 1.5cm of the distal coil in the aneurysm. The distal coil was retrieved with a snare device. There was no reported patient injury. The patient is reported to be doing well.